Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection noted the helix was extended and dried blood was present around the helix. Resistance testing found the lead was not electrically continuous. Detailed analysis confirmed that the inner conductor coil had a fracture or broken conductor. Based upon the clinical observations and the laboratory findings, we believe that torsional overstress during attempts to extend the helix caused the inner conductor coil to break.

Event description:
It was reported that this right ventricular (rv) lead was an attempted implant due to helix extension issues. The helix would only deploy half way and then would not retract. A different rv lead was successfully implanted. No adverse patient effects were reported.